Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endoprosthesis procedure. Reportedly, two perclose proglide devices were preplaced. The sheath was upsized to a large-hole sheath, and the endoprosthesis procedure was completed. The knots of the proglide device were advanced successfully to the vessel wall; however, complete hemostasis was not observed. Hemostasis was achieved with manual compression. There was no reported of adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and similar compliant history could not be conducted because the part and lot numbers were not provided. Corrective and preventive action review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device expiration and manufacturing dates could not be provided as the device part and lot number were not provided and the device was not returned.